Manufacturer narrative:
Citation: eicken, a. Md. Percutaneous pulmonary valve implantation (ppvi): indications and outcome (2014). Year of presentation was used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding a presentation on percutaneous pulmonary valve implantation. All data were collected from a single center, registry and a medtronic sponsored clinical study. Patient were implanted with a medtronic melody transcatheter pulmonary valve and a non-medtronic transcatheter pulmonary valve. Serial numbers were not provided. The study population was predominantly male; mean age 18.9 years; mean weight 60.8 kg. It was reported that prior to the transcatheter pulmonary valve implant, 5 patients had been implanted with a hancock valved conduit and 8 patients had been implanted with a contegra valved conduit. The reason for the transcatheter pulmonary valve implant was not reported. No additional adverse patient effects or product performance issues were reported.